Event description:
An integrity rx bare metal coronary stent was inserted into pt. The physician was unable to inflate the balloon. The device was then removed. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: no conclusion can be drawn based on info provided. Device eval: the device was returned for eval. The hypotube was bent, wavy and kinked distal to the strain relief. Blood residue was present in the interior of the guide wire entry port, interior of the inflation lumen and between the balloon folds. The stent was positioned correctly on the balloon. The distal tip was damaged. When the device was inflated a 2mm longitudinal tear was found on the proximal pillow. No further damage was noted.